Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The problem was confirmed. The root cause was determined to be low counts aberration. No injury or medical intervention was reported.